Event description:
Nurse in the ER was disposing of the lid of the urine cup (with recessed needle in the urine collection cup) after use by a hiv positive pt into a sharps container that did not have a large enough opening to accommodate this lid. The nurse in trying to put the lid in the sharps container accidentally had the finger poked by the recessed needle in the lid. Customer stated that lab had supplied hosp with a large sharps container with a large enough opening but ER was unware of availability.